Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed using an 8mm×4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.